Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure - 1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.